Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material at the proximal of the proximal markerband of the balloon when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that balloon rupture occurred. A 15mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation after crossing through the lesion. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was stable after the procedure.

Event description:
It was reported that balloon rupture occurred. A 15mmx4.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation after crossing through the lesion. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was stable after the procedure.